Event description:
Literature case. "Comparison of intraoperative lateral support band release or not in the application of anterior knee pain after total knee replacement " author: ma lige,yin wanle,you xiaoying. In this study there were 45 patients bearing genesis ii. It was reported that the patient suffered from patella displacement.

Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include patient anatomy or a procedural error. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.